Manufacturer narrative:
Analysis of the lead noted that the insulation was abraded on the is-1 branch at 8 cm from the connector pin. This was the cause of the anomaly observed in the field. The damage found was consistent with friction with the can. The other damages found are consistent with that occurring at the time of explant.

Event description:
It was reported that the patient received several inappropriate shocks due to noise in the rv channel. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable neurostimulator turned itself off three times. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.